Event description:
New information notes the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information notes device was explanted and replaced. The patient was stable. Update to h6 codes and update to d6b explant date (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's pacemaker showed an overestimation of remaining battery life. No changes were made. The patient was stable.